Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load properly in the delivery tube after the surgeon pulled the delivery device out of the loader device. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp. This product was used after the exp date of 07/31/2008.

Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review was completed for the product. There was no nonconformances which could have attributed to this failure mode.